Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing was coming out of packaging, thus affecting sterility with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: a tubing coming out of the package (glue joint) was found.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged with the incident lot was not observed. The photos do not confirm the customers reported issue of tubing sticking out from the package. Additionally, evaluation of the customer samples was performed and damaged was not observed, there was no tubing coming out from the package. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tubing was coming out of packaging, thus affecting sterility with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: a tubing coming out of the package (glue joint) was found.